Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. It was unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
Corrected data: b5, e1, e2, e3, g2, h6 (health effect-impact code: removing ¿no health consequences or impact¿ and adding ¿no patient involvement¿). This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the failure of the printed circuit board led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It is further reported that the issue was found during routine maintenance and there were no reports of patient involvement.